Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia in the evening with a lowest blood glucose of 45 mg/dl, requiring oral glucose on two occasions and a subsequent glucagon dose, after which the user removed and disconnected the ilet; the sensor had been disconnected and there were no reports after a specific morning time until reconnection, and the user was guided through sensor pairing, data syncing, and supply change. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no hospitalization and no professional medical intervention at the time of the event. Investigation included user education on potential causes of low glucose, review of connectivity status, and guidance to monitor blood glucose after reconnection. Investigation of this case revealed an unclear cause of hypoglycemia with contributing factors possibly related to sensor disconnection and system being offline, while the device hardware issue was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.